Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
This was the 2nd revision of cup. Cup was removed with liner and three screws. The shell product number was 509-02-54e lot code:mlthkh. The shell was replaced with a depuy revision shell. The accolade stem was well fixed and was revised with a stryker 36mm head (6260-9-336 lot:mndx5l). The primary procedure (total hip) was done in 04 by dr. (B)(6). The first revision of cup was done in 07 by dr. (B)(6).

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
This was the 2nd revision of cup. Cup was removed with liner and three screws. The shell product number was 509-02-54e lot code: mlthkh. The shell was replaced with a depuy revision shell. The accolade stem was well fixed and was revised with a stryker 36mm head (6260-9-336 lot: mndx5l). The primary procedure (total hip) was done in 04 by dr. (B)(6) the first revision of cup was done in 07 by dr. (B)(6).